Event description:
After taking paxlovid , four days later I tested positive for covid-19. No symptoms on (B)(6) 2023. Positive test was validated by using two different manufactures test kits. Pfizer. Ref report: mw5115754.